Event description:
A customer reported obtaining abo discrepancies on galileo echo (B)(4) during validation.

Manufacturer narrative:
A review of the image result files showed that test wells containing the anti-a reagent appeared to have speckling in the well. Immucor product investigations performed testing using in-house donors and retention product on an echo. No product deficiencies were identified. Testing was performed on the customer's submitted sample and negative results were obtained with the anti-a reagent on the echo. Positive (1+) results were obtained by tube method. The unexpected negative reactivity appears to be related to the nature of the cord blood samples. The customer was advised that the echo shakes reaction wells for a predetermined time and can cause weaker reactions to be shaken out. The echo is operating within specifications.